Event description:
Rn administered vitamin k injection. Upon removing needle from infant's skin, the needle was noted to be bent and the infant's skin had a large scratch from the injection point to the knee. Erythromycin ointment was applied to the scratch, pt's father and md notified.